Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex coronary artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another device. There were no patient complications reported.